Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had a power on reset. There was a request for an automatic guided reset (agr) code to reset the device. The device status is unknown at this time. No patient complications have been reported as a result of this event.